Manufacturer narrative:
(B)(4).

Event description:
It was reported due to pocket erosion. The patient has refused all surgical intervention. The patient is being monitored. No other patient symptoms were reported.